Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) could not be charged in ac power. There was no patient involvement or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the ac line cord was loose. The fse re-secured the connector and the unit passed functional tests. The device passed all performance tests according to the service manual. The device was returned to the customer and cleared for clinical use.